Manufacturer narrative:
Additional information the device was safely removed from the patient. No intervention was required to remove the device. There was no vessel damage reported. Product analysis during inflation of the device a leak was found at the distal end of the balloon, (photo 3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate 018 balloon, a patient with a 70% stenosis due to plaque in the mid common carotid artery underwent angiography with the use of a contrast agent. During balloon inflation, a pin hole burst occurred at 6atm in the balloon, resulting in leakage of the contrast agent. All fragments of the balloon were retrieved. Embolic protection was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.